Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus india, omsc considered there was the possibility this phenomenon was attributed to the video connector socket deterioration of the subject device because it has been 6 years since the subject device was manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus india but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed the reported phenomenon which was sometimes no image and occurred due to the video connector rock failure of the subject device. There were no burn marks or physical damage found on its video connector rock. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for the repair at olympus (B)(4), that the image of the subject device sometimes had flickering/lines/noise, then there was no image on the monitor. The occurrence date of the event is unknown. There was no patient injury associated with this report.